Event description:
Patient states the pump displayed "check" on screen. Patient rebooted the pump and found that his basal rates were reset to 0.2 u/hr and the date was set in 2000. This required no physician or hosp intervention. Insulin injections were administered at home.